Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The event occurred 4 years post implant therefore it is unlikely that the event was due to device manufacturing. Without the return of the valve for analysis, a root cause of the regurgitation and stenosis cannot be determined. Regurgitation and stenosis related risks are addressed in the current risk management file. This report is being submitted as part of a historic clinical review of events contained within the (B)(6) study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 11 months post implant of this bioprosthetic valved conduit in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to stenosis and regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.